Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. It was observed that the crack is visible in all two photos. Therefore, based on the photo review the reported crack can be confirmed. A definitive root cause for the alleged breach of sterile barrier issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2022),

Event description:
It was reported that prior to a breast biopsy procedure, the outer package of the device was allegedly found to be cracked and damaged. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that prior to a breast biopsy procedure, the outer package of the device was allegedly found to be cracked and damaged. There was no patient contact.